Event description:
It was reported that during the implant procedure, the physician was unsure if the setscrew of the cardiac resychronization therapy defibrillator (crt-d) was properly tightened after the typical noise from the wrench was sounded just three times. The setscrew was unscrewed and attempted again, however, there was "no typical noise" from the wrench. Another wrench was attempted but it was not possible to engage the setscrew. The physician stated there was "a problem with the setscrew" of the crt-d and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.